Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Implant date is estimated to be in (B)(6) 2022.

Event description:
During remote monitoring, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming; however, no intervention was performed at this time. The patient was stable and will continue to be monitored.